Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the tympanic membrane. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient experienced an episode of meningitis (specific date not reported). Subsequently, the device was explanted (date not reported) and it is unknown if there are plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report